Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter address line 1: (B)(6).

Event description:
It was reported that the patient called an ambulance to their home due to low flow alarms on (B)(6) 2023. When the paramedics arrived at the patient's home, the patient was in cardiopulmonary arrest. The patient was brought to the hospital and had an electrocardiogram (EKG) performed. The EKG was flat and confirmed that the patient was dead. It was noted that the patient had known severe aortic regurgitation (ar) and was scheduled to undergo an aortic valvular replacement on (B)(6) 2023. The doctor reported that the patient had no signs of abnormality the day before, (B)(6) 2023, during their clinic visit. The cause of death was unknown, so an autopsy was performed. A thrombus was found in the pump and there was seroma between the graft and beld relief which caused the outflow graft to have been almost occluded. Due to the patient's severe ar, the pump flow was preserved on recirculation despite the obstruction. However, it was clear that the patient's hemodynamics had been broken and this was unknown since their flow was usually maintained.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed thrombus/hematoma in the left ventricle and inflow cannula consistent with thrombus that developed over a period of low flow; however, a specific time that the thrombus was present could not be determined. Evaluation of (B)(6) upon return did not reveal any depositions or thrombus formations, and the identified thrombus/hematoma was not returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported myocardial infarction, aortic regurgitation, and patient outcome could not be conclusively established through this evaluation. (B)(6) operated as intended upon return. Review of the submitted images revealed biological material between the outflow graft and outflow graft bend relief; however, extrinsic outflow graft obstruction could not be conclusively confirmed through the submitted images. Review of the submitted images also confirmed thrombus/hematoma in the left ventricle and inflow cannula. The thrombus appeared dark and similar to loosely coagulated blood. The thrombus appeared consistent with thrombus that developed over a period of low flow; however, a specific time that the thrombus was present could not be conclusively determined through this evaluation. The images indicated that the inflow cannula low flow thrombus was removed from the inflow cannula prior to being returned to abbott for evaluation. (B)(6) was returned assembled with the pump cable intact and connected to the modular cable. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with approximately 1¿ of the outflow graft bend relief secured over the graft. The outflow graft clip was returned in place. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Extrinsic outflow graft obstruction could not be confirmed via evaluation of the 1" of graft and bend relief returned to abbott for evaluation. Of note, the lumen of the graft revealed no developed depositions or thrombus formations. The submitted and retrieved log files were reviewed. In the controller periodic log file, which contained approximately 2 months of data collections, flow appeared stable until 01:02:07 on (B)(6) 2023. In the lvad (left ventricular assist device) periodic log file flow appeared to decrease significantly by 01:58:38 on (B)(6) 2023. The relevant event log files only contained approximately 1 hour of information. Elevated flow and power were noted around approximately 03:30 on (B)(6) 2023; however, the onset of the elevated flow/power was not captured in the files. Elevated flow and power lasted approximately 14 minutes in the controller event log file during which time left ventricular assist device (lvad) flags were captured indicating rotor instability and a potential thrombus creating drag against the spinning rotor. Power/flow ultimately decreased, and the power source was changed from 14-volt batteries to a power module. The rotor instability flags also resolved. Over the final approximately 18 minutes of information, low flow alarms were intermittently captured, most of which were silenced by pressing the silence alarm button. Although the events in the log files are consistent with a suspected thrombus impacting the rotor, it is unable to be determined if the inflow thrombus/hematoma removed by the account was associated with the findings in the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists thromboembolism (venous and arterial non-central nervous system, pump thrombosis, myocardial infarction, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU contains information on "preparing the sealed outflow graft". Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed thrombus/hematoma in the left ventricle and inflow cannula consistent with thrombus that developed over a period of low flow; however, a specific time that the thrombus was present could not be determined. Evaluation of (B)(6) upon return did not reveal any depositions or thrombus formations, and the identified thrombus/hematoma was not returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported myocardial infarction, aortic regurgitation, and patient outcome could not be conclusively established through this evaluation. (B)(6) operated as intended upon return. Review of the submitted images revealed biological material between the outflow graft and outflow graft bend relief; however, the report of extrinsic outflow graft obstruction (eogo) could not be conclusively confirmed through the submitted images. Review of the submitted images also confirmed thrombus/hematoma in the left ventricle and inflow cannula. The thrombus appeared dark and similar to loosely coagulated blood. The thrombus appeared consistent with thrombus that developed over a period of low flow; however, a specific time that the thrombus was present could not be conclusively determined through this evaluation. The images indicated that the inflow cannula low flow thrombus was removed from the inflow cannula prior to being returned to abbott for evaluation. (B)(6) was returned assembled with the pump cable intact and connected to the modular cable. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with approximately 1¿ of the outflow graft bend relief secured over the graft. The outflow graft clip was returned in place. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Eogo could not be confirmed via evaluation of the 1" of graft and bend relief returned to abbott for evaluation. Of note, the lumen of the graft revealed no developed depositions or thrombus formations. The submitted and retrieved log files were reviewed. In the controller periodic log file, which contained approximately 2 months of data collections, flow appeared stable until 01:02:07 on (B)(6) 2023. In the lvad (left ventricular assist device) periodic log file flow appeared to decrease significantly by 01:58:38 on (B)(6) 2023. The relevant event log files only contained approximately 1 hour of information. Elevated flow and power were noted around approximately 03:30 on (B)(6) 2023; however, the onset of the elevated flow/power was not captured in the files. Elevated flow and power lasted approximately 14 minutes in the controller event log file during which time left ventricular assist device (lvad) flags were captured indicating rotor instability and a potential thrombus creating drag against the spinning rotor. Power/flow ultimately decreased, and the power source was changed from 14-volt batteries to a power module. The rotor instability flags also resolved. Over the final approximately 18 minutes of information, low flow alarms were intermittently captured, most of which were silenced by pressing the silence alarm button. Although the events in the log files are consistent with a suspected thrombus impacting the rotor, it is unable to be determined if the inflow thrombus/hematoma removed by the account was associated with the findings in the log files. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists thromboembolism (venous and arterial non-central nervous system, pump thrombosis, myocardial infarction, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU contains information on "preparing the sealed outflow graft". Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 cautions the user not to twist, kink, or sharply bend the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that mechanical complications in patients with ventricular assist devices (vads) can be life-threatening, making post-implantation follow-up critically important. Early detection required regular monitoring of device parameters and attention to subtle changes or patient-reported symptoms. There was report of a case of circulatory collapse due to low flow in a patient with a heartmate 3 (hm3), despite normal parameters during routine outpatient follow-up. A man in their 50s with heart failure due to cardiac sarcoidosis had been managed with a heartmate 3 for 2 years and 5 months. They had previously received a crt-d device and was scheduled for aortic valve plasty (avp) due to worsening aortic regurgitation (ar). At discharge following vad implantation, their parameters were: [pump speed:5200rpm pump flow:4.6l/min pulse lndex:2.7 pump power:3,6w]. Around 5 months post-implantation, persistent ar developed, and the pump speed was gradually increased to 5800 rpm during outpatient follow-up. No low flow alarms or significant pulsatility index (pi) events were noted during routine visits. On the day before the event, outpatient parameters were: [pump speed:5800rpm pump flow:5.7l/min pulse index:1.6 pump power:4.6w] there were no subjective symptoms, and anticoagulation was well-managed (pt-inr: 1.99). On the day of the event, the patient experienced a low flow alarm at home followed by loss of consciousness. Upon emergency transport to the hospital, frequent low flow alarms were confirmed in the device log files. Parameters at that time were: [pump speed:5800rpm, pump flow:3.2l/min pulse lndex: 2.4 pump power:4.4w]. Although the pump was still functioning, echocardiography revealed a thrombosed left ventricular cavity with no detectable flow and a dilated aortic root. Resuscitation was unsuccessful. Autopsy revealed yellow, mucinous material between the bend relief and the outflow graft, causing approximately 60% stenosis of the outflow graft. It was believed that the combination of outflow graft stenosis, persistent ar, and dehydration due to increased urine output following speed adjustments led to decreased pump flow and circulatory failure. Similar cases of extrinsic outflow graft obstruction (eogo) have been reported with heartmate 3. Following this case, implemented routine contrast-enhanced CT to assess for thrombus or stenosis. Additionally, to prevent plasma leakage and subsequent material buildup, the bend relief gets perforated during implantation. While regular maintenance and parameter monitoring are essential in vad management, mechanical issues may not always be detectable through routine outpatient checks. This case highlights the importance of multidisciplinary collaboration and a comprehensive approach beyond numerical parameters to ensure safe and effective vad management.

Event description:
There was an unknown relationship with the device and the patient's aortic regurgitation approximately five months after vad implantation. The reason for causal judgement was unknown (impella 5.5 management prior to vad implantation). The patient was managed with the heartmate 3 for 2 years and 5 months, ar worsened and avp was scheduled. The avp was scheduled on (B)(6) 2020 and occurred on (B)(6) 2020. The causal relationship to the device for this was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.